Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2008, at 11:00 am due to an incidence of hypoglycemia. The reporter called the paramedics when the patient became difficult to rouse. Upon arrival to the ER, the patient's blood glucose was 35 mg/dl. The patient was treated and released. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.